Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after the device was punctured, when blood return was confirmed, leakage occurred from the needle less connector. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of leaking needle housing is confirmed and was determined to be supplier related. One 22 ga x 0.75 in. Safestep with y-site infusion set was returned for evaluation. A functional test of attempting to pressurize the infusion set at the y-site with water using a 12 ml syringe revealed no obvious leaks. The infusion set was pressurized and an attempt at infusing water into the proximal luer revealed water to leak at the blue connection portion of the y-site. Because functional testing revealed a leak at the y-site of the infusion set, the complaint is confirmed as a supplier-related event. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the supplier for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that after the device was punctured, when blood return was confirmed, leakage occurred from the needle less connector. There was no reported patient injury.